Event description:
It was reported that in 2019, the patient received a right shoulder replacement with a tornier aequalis ascend implant and experienced pain and numbness in her shoulder, arm, and hand afterward. Although x-rays taken showed no issues, her pain worsened, limiting arm movement. In 2024, she underwent a reverse shoulder replacement after discovering that a part of the implant had come loose, damaging the rotator cuff and causing shoulder separation. The surgeon found that the loose piece was "chewed up," creating severe scar tissue, with the polyethylene glenoid reported as grossly loose, causing a central cavitary defect. The stem was retained, while other components were discarded. The patient had a left shoulder replacement in 2015 with no complications.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Correction to FDA registration number from 0001649390 - te (blooming) to 3000931034 - te (mtbonnot), d3, d2a, d2b, h6(method code), and g1. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that in 2019, the patient received a right shoulder replacement with a tornier aequalis ascend implant and experienced pain and numbness in her shoulder, arm, and hand afterward. Although x-rays taken showed no issues, her pain worsened, limiting arm movement. In 2024, she underwent a reverse shoulder replacement after discovering that a part of the implant had come loose, damaging the rotator cuff and causing shoulder separation. The surgeon found that the loose piece was "chewed up," creating severe scar tissue, with the polyethylene glenoid reported as grossly loose, causing a central cavitary defect. The stem was retained, while other components were discarded. The patient had a left shoulder replacement in 2015 with no complications.